Event description:
A physician attempted arteriotomy closure with the starclose vascular closure system after an intervention procedure. The physician met significant resistance and was unable to advance the thumb advancer. The physician reverted to manual compression. There was no pt injury reported.

Manufacturer narrative:
Upon investigation of the returned device, it showed a failed shaft nylon to pusher body bond. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".